Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 21st of september 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the customer declined service because they already fixed the instrument by replacing the sample needle and cleaning of the x1 axis to the sampler. No further action is required by the fse. The most probable cause of the reported event was due to dirty x1 axis. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 the customer reported sporadic z-1 axis error on their g8 instrument. The technical support group (tsg) suggest to the customer to replace the sample needle. The customer changed the sample needle but the error still persisted. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.